Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the stylet/guidewire was kinked/buckled and the guidewire was unraveled. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant attempt, the physician bent the guidewire and the wire subsequently became stuck in the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.